Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The most possible root cause is the related patient interface which was used for treatment. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the laser gave a low vacuum warning during a treatment of a patient's left eye. This issue occurred on the next patient's left eye. Right eyes were treated normally. Potential suction tubing issues was noted. Doctor decided not to try to lift the flap. A company representative went to the site to verify the laser and will return in a week to check things again. Upon follow up, a sticky flap was reported. Patient did not have surgery and will return in two to three months for photo refractive keratectomy (prk). There are two related reports. This report addresses one of the patient's left eye and another manufacturer report will be filed for the other patient.